Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1vr01-delsys, expiration date: 14-apr-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 02-nov-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of a leadless implantable pulse generator (ipg) the physician noted that when they "deflected the delivery system that the tines (of the device) were out of the cup." The device was successfully implanted and remains in use. No patient complications have been reported as a result of this event.